Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, diabetes mellitus, smoker, periodontal disease, diseased mucous membrane, sinus perforation, peri-implantitis, inflammation. Implants got loose and came out. Patient brought them in her hand. Same patient as (B)(6).